Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a clinician flushing the port with the needle. A leak can be noted from the base of the port body. Therefore, the investigation is confirmed for the reported leak and identified material puncture/hole issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right subclavian vein. On (B)(6) 2025, during maintenance when administered with normal saline, it was reported that the port was leaking fluid outward. Additionally, a bulge was observed on the skin. The port was then removed and reinserted. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right subclavian vein. On (B)(6) 2025, during maintenance when administered with normal saline, it was reported that the port was leaking fluid outward. Additionally, a bulge was observed on the skin. The port was then removed and reinserted. The current status of the patient was unknown.